Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible and did not respond to the front panel controls. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report of "white display" was observed and attributed to a faulty lcd display. The lcd display was replaced to remedy the report. The customer's report of "inoperable buttons" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.